Manufacturer narrative:
Additional information: d9, h3, h4, h6 (update codes), h11. H4: the lot was manufactured between february 15-16, 2025. H11: the device was received for evaluation. Visual inspection was performed on the returned samples, and the reported issue of leakage was not identified. Functional testing was performed on the sample, and no leak was identified. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 250 ml eva tpn bag leaked from an unspecified location. This occurred prior to patient use. There was no patient involvement. No additional information is available.